Event description:
The manufacturer received information alleging pca burnt. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previous report: the device was serviced by a third-party service center. During the evaluation of the device it was found pca burnt, power connector broken, black residue in tubing, sieves-compacted, air side-blackened, o2 side cracked. There is no allegation of serious or permanent harm or injury. Additionally, faulty parts were replaced. Mandatory section and code grid sections was updated/corrected.